Event description:
One day post-implant during the interrogation. It was reported that the parameters seemed altered in regards to the displayed r rate value, threshold tests, p & r measurements and aida operations. However, the device appeared to be operating formaly, sensing and pacing thresholds were found normal. Ela medical, inc. Recommended putting the device into standby mode by using custom engineering software in order to restore normal behavior. This reset was successfully completed in february 2005, this restored normal behavior.